Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer via a health care provider (hcp) regarding a patient with an implantable pump for spinal cord injury/spinal cord disease and intractable spasticity. It was reported that the patient was needing magnetic resonance imaging (MRI) prior to pump replacement that was scheduled for today. The hcp reported the pump was being replaced because it was not working. The hcp reported the patient stated that the pump was not dispensing any medication. The hcp reported there was no drug in the pump.